Event description:
It was reported that a device was used during a sigmoid resection. The device incompletely cut the tissue. Addittional bowel was resected and another device was used to create the anastomosis. There were no consequences to the patient.